Event description:
It was reported that needle 18x1-1/2 rb was defective and leaked. The following information was provided by the initial reporter: "it was reported that a crack/perforation was found on the side of the needle. Verbatim - defective needle has crack/perforation on side of needle. Needle was used to draw up neuromodulator from vial causing loss of the medication. As the neuromodulator was being drawn up, it sprayed all over the place through the crack/perforation on the side of the needle. We incurred a loss of a vial of the medication and the assistant drawing up the medication had it sprayed on her. This item was purchased through a dental/medical supply company. The defective needle is in the picture below, however, the defect is hard to see in the photo. I am in procession of the needle."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/6/2020. H.6. Investigation: a device history record review was completed for provided material number 305196 and lot number 8229858. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one physical sample and one photo were provided for evaluation by our quality team. The photo shows the sample received. The sample received came in an opened packaging blister. The sample was visually inspected under a 30x microscope. There is a crack at about the center of the needle. It could be possible for this defect to occur while drawing the tubing during the cannula manufacturing process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 18x1-1/2 rb was defective and leaked. The following information was provided by the initial reporter: "it was reported that a crack/perforation was found on the side of the needle. Verbatim: defective needle has crack/perforation on side of needle. Needle was used to draw up neuromodulator from vial causing loss of the medication. As the neuromodulator was being drawn up, it sprayed all over the place through the crack/perforation on the side of the needle. We incurred a loss of a vial of the medication and the assistant drawing up the medication had it sprayed on her. This item was purchased through a dental/medical supply company. The defective needle is in the picture below, however, the defect is hard to see. I am in procession of the needle."